Manufacturer narrative:
Visual inspection of the articular surface confirmed that the spine is fractured. The anterior surface shows discoloration and wear marks. The dovetail feature appears to be flared out as a result of removal of the implant and the posterior surface shows wear marks. Nicks and gouges can also be noted on the component. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and a broken implant.